Manufacturer narrative:
Device analysis report.

Event description:
Per the clinic, the device was explanted (date not reported) due to an unknown reason. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient developed an infection at implant site, skin breakdown, skin necrosis and extrusion of receiver stimulator. Subsequently, the patient was treated with oral antibiotics on (B)(6) 2025 (duration not reported), however, the issue did not resolve. The device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report. It was reported that the patient is having very bad skin, body covered with scars, scratches and suspect to have hygiene issues. Swab culture test revealed no findings. Device analysis report attached.